Event description:
The customer reported to baxter (B)(4) of a leak observed on the irrigation set during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Event description:
Customer reportedly obtained results of 2.4 inr, 2.6 inr, and 2.5 inr on coaguchek system 1 while coaguchek system 2 produced results of 3.0 inr, 3.3 inr, 3.2 inr, and 3.0 inr during duplicate testing with the devices. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1.